Event description:
The customer reported that when the c-arm was positioned laterally, the system was usable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be draw as repair info was not reported.